Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0x18mm xience alpine was attempted to advance into the saphenous/marginal branch but was unsuccessful. It was noted that a stent dislodgement or shaft separation occurred and the separated portion remains in the anatomy. Additionally an issue with the distal stent struts were noted. Another same size stent was used to successfully complete the procedure. Additional information has been requested.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance, material deformation, detachment of a device component, and stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.